Event description:
It was reported that the patient was hospitalized for coronary artery bypass graft and left carotid endarterectomy. The device was checked post-surgery and high capture threshold was observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.